Manufacturer narrative:
The investigation of pump stop has been completed. The failure mode (fm) "pump stop" was changed to "pump not detected," since it was reported that the pump ran fine and it was unplugged to untwist the cable and when it was plugged back in "impella defective" occurred. The data logs show the pump ran fine up until it was disconnected on 02/04. The logs show after the pump was unplugged and then plugged back in, "impella defective" alarms occurred. However, due to the lack of the product retuned, the true root cause of the pump not being detected by the console, cannot be determined.

Manufacturer narrative:
The device was not received for evaluation. Should additional information or the device be received, a supplemental MDR will be filed. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had placed a 5.5 pump to support a patient admitted in with cardiogenic shock and cardiomyopathy. The pump was supporting for just under 7 days when the pump stopped. The stop had occurred after the perfusion team member had tried to release the twist in the cord and had unplugged it. All attempts to restart the pump after were unsuccessful and due to patient condition, the team made choice to replace the 5.5 pump. The procedural outcome was the patient survived surgery.